Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer interrogated several implantable devices without issue. However, the error was confirmed in the error log records. As a result the software was reloaded to resolve. Product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the programmer had "crashed" twice with "serious programmer error" on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.